Event description:
I believe that this product is being sold without certification and is not effective in use. I also believe that the product could potentially lead to damaging teeth alignment over time based on my limited use.